Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner cannula did not click. There was no patient involvement, and no patient adverse event reported.

Manufacturer narrative:
H4 - device mfg date; correction. D9: date returned to mfg.: 9/17/2024. One hundred eighteen unopened device samples from the reported lot number were received for evaluation. The complaint was confirmed. The cause was due to manufacturing. The manufacturing inspection procedure was updated to add detailed instructions for the use of the inspection gage and add acceptance criteria. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.